Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of upstream sensor was confirmed in the event history log (ehl) review and reproduced during evaluation as a clean load point 2 at power up. The cause was determined to be the ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion alarm. There was no patient involvement. No additional information is available